Event description:
Additional information received reported the patient was getting their pump replaced today (B)(6) 2015 and filled with pf saline.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the expected actual volume at the second volume discrepancy was 10ml. The patient was reportedly doing well.

Manufacturer narrative:
Analysis of the catheter found a catheter body kink.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's entire system was replaced (B)(6) 2015 and was in the mail to be returned. The catheter was kinked "when they got in there. The patient was now on 1 mg/ml morphine at 0.6 mg/day.

Event description:
It was reported that recurring pump volume discrepancies had occurred. The patient had 3 refills which there had been a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). Per the reporter, the first discrepancy was 3-4 months from what the patient had stated. For the past 6 months, the doctor was telling the patient that he should be using his personal therapy manager (ptm) because the doctor thought the volume discrepancies were a result of not using the ptm as much. Pump logs showed 82 successful ptm activations. No anomalies were shown in the event logs. During the pump refill on (B)(6) 2014 the arv was 10.1ml while the erv was 7.1ml. The patient was not having any symptoms. The pump was refilled with a full 20ml at the last refills. At the previous refill, the arv was 10ml and the erv was unknown. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the patient had an appointment with the neurosurgeon scheduled for (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient was being sent for a catheter and a pump replacement. It was noted it probably would take 2 months for it to be scheduled. No further information was provided. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported at a refill on (B)(6) 2014, they were expecting 9.5ml and got back 13ml. It was noted the patient had experienced increased pain in the last three months that had been particularly worse in the last two weeks. There hadn't been any new activities per the patient. It was noted the patient had fallen a couple of times however it was noted nothing significant. The patient had also been in a car wreck on (B)(6) 2014, someone ran into his car. The patient's health care provider (hcp) was asking for the device manufacturer's directive on next steps. The pump had been interrogated and the logs showed no issues. It was also noted unknown if the issue is just patient programmer error i.e. If the patient is working the ptm (personal therapy manager) correctly. Further information reported a cap (catheter access port) study was to be done on (B)(6) 2014. Following the cap study that was then performed, the hcp was unable to aspirate the catheter. He then injected the dye and the dye wasn't viewable under fluoroscopy. The patient was being referred to another hcp for catheter revision. The patient's status at the time of report was listed as alive no injury. No further information was provided. Additional information has been requested including what interventions or actions occurred and the patient's outcome but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Event description:
Additional information received reported that the patient was scheduled for pump and catheter replacement on thursday (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.